Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Small traces of blood were observed on the delivery device. The loading device was not returned back. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was engaged and the plunger was not depressed on the delivery device. The seal was observed to be intact with no signs of cracks or delamination. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .199 inches , the outer diameter was measured at .220inches. The length of the delivery tube was measured at 2.51 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was not confirmed for the reported failure mode "failure to load."

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal was stuck in the chamber and did not come out as it should have. Surgeon had to reach into chamber to pull out device and place it into aortic hole manually. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal was stuck in the chamber and did not come out as it should have. Surgeon had to reach into chamber to pull out device and place it into aortic hole manually. A replacement device was used to complete the procedure. The hospital did not report any patient effects.